Event description:
Additional information received reported that the manufacturer representative (rep) did not think there were high impedances, but ra ther the impedance findings were read incorrectly. The rep was not in the room when the impedance findings were initially read, but he later assisted in programming the patient and the impedances were fine and everything was normal.

Event description:
It was reported that group impedance for the right subthalamic nucleus were high and greater than 40,000 ohms. The group impedances for the left subthalamic nucleus were 2811 ohms. There was no change in therapy. The patient was programmed to 10-, 11+ with 1.3v, a pulse width of 60, and a rate of 185 hz. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# va0cm47, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0cl72, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, lot# serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).